Event description:
It was reported during intra-aortic balloon (iab) therapy while using the trp35cc, an optical sensor malfunction occurred, causing the arterial pressure waveform to not be displayed. The pump was driven by an ECG trigger, and there were no problems with use. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacturer date, due to character limit in e1 initial reporter name is dr. Hayakawa yuki and address updated, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Three kinks were found on the catheter tubing approximately 38.4cm, 72.1 cm and 73.2cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 21.3cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.